Manufacturer narrative:
The insulin pump had a missing retainer ring, missing reservoir tube o-ring, minor scratched display window, scratched case and a pillowing keypad overlay. The test infusion set and reservoir does not remain in place due to the missing retainer ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they lost the transparent part of a reservoir compartment. The reservoir cannot keep immovable. The customer was advised that the pump will be replaced.